Manufacturer narrative:
The device history record was reviewed and no non-conformances or issues during the manufacture or release of the product were identified that could have contributed to the issue reported. The device was reviewed under magnification and it was confirmed that the failure appeared to be the result of torsion, which is consistent with the designed use of the device. A number of factors could have contributed to the problem reported, however based on evaluation of the device and the available information it is likely that excessive torque was applied to the device during use. This can lead to torsional failure which is consistent with the observed damage on the device. The surgical technique includes multiple statements regarding the proper method for inserting screws into a plate.

Event description:
During a bunion procedure on (B)(6) 2019, the tip of a driver shaft (1405-2202) broke off as the surgeon was seating a screw. The broken off tip was retained in the head of the screw which was implanted in the patient. A backup device was available to successfully complete the surgery. No other patient outcomes were reported.